Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the ipg was successfully recharged within a four-hour cycle, and analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that have contributed to the inability to charge or longer charging time than expected possible misalignment of the charger with the ipg causing lower than expected charge current, and possible misalignment or poor ventilation causing the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). The allegation that the patient was experiencing difficulty charging the ipg has been confirmed. The testing of the ipg did not reveal any anomalies.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.